Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak on the patient line of a homechoice cassette where the patient connector connected to the tubing; this was further described as ¿the patient line was cracked, disconnected¿. This occurred during initial drain of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.